Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing resistance with the thumbwheel, the difficult activation, and the shortened stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the biliary artery with moderate calcification and moderate tortuosity. The 8x120mm absolute pro ll self-expanding stent system (sess) was advanced to the target lesion and resistance was noted during stent deployment. The stent was able to be deployed; however, the stent was noted to have been deployed shortened. Therefore, an 8x100mm absolute pro sess was implanted to cover the rest of the target lesion. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.